Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg has reached the end of its service. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Follow up revealed that the patient underwent surgical intervention to explant and replace the ipg, which addressed the issue.